Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the concave impactor tip chipped and a piece broke off upon impaction during the case.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the concave impactor tip chipped and a piece broke off upon impaction during the case. (Pictures to show if needed)". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that concave impactor tip has fractured at the top, around the threaded section. The radel concave impactor tip fractured through the threads at interface of the distal flat where the mating metal impaction handle threads into. The location of the fracture suggests brittle overload from uneven distribution of load during impaction. On the basis of these observations, the potential cause is traced to unintended use error due to uneven force applied during impaction. No material or manufacturing defects were observed that could have contributed to the observed fracture. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the concave impactor tip would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: h4.